Event description:
A hospital in (B)(4) reported via a distributor that a rt134 adult breathing circuit was missing a valve. The reported fault was observed before pt use.

Manufacturer narrative:
(B)(4). Method: the returned breathing circuit kit was inspected for missing components. Results: inspection of the breathing circuit kit revealed that the water trap spindle assembly was missing from the breathing circuit water trap. A lot check revealed no other complaints of this nature for lot number 090930. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. The water trap is added to the circuit during this production process. It is possible that operator error has resulted in the omitted water trap spindle assembly. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack and inspect breathing circuits. This consists of a specific pack card detailing all required components, including the water trap, and must be displayed at the packing station. (B)(4).